Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-07531 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use for 3 hours, which caused the patient's blood glucose to 260 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available